Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 41 - motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period and pump error 43 - an error in the motor was detected by reading unexpected value from hall sensor and customer experienced hyperglycemia with blood glucose value of 377 mg/dl which resulted in mild ketones. The customer reported rattle noise from the pump. Troubleshooting was performed and the current blood glucose value was 260 mg/dl. The customer reported vomiting, frequent urination and thirst symptoms. The pump was used within 48 hours of the reported event and the smart guard/auto mode feature status was unknown. The customer was able to clear the alarm, able to complete the rewind and also passed the self test. No other patient complications were reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. No pump error 41, or pump error 43 noted during testing. However, pump error 41 on (B)(6) 2023 02:06:00.000, and pump error 43 on(B)(6) 2023 02:06:00.000 and on (B)(6) 2023 02:16:00.000 were confirmed in the pump history file. The pump was programmed with multiple boluses and monitored. No clicking noise anomaly during bolus delivery noted during testing. The pump does not rattle when shaken. However, the following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Pump was cut open to perform visual inspection and found no evidence of physical damage or loose components noted. Moisture damage on the pcba1, pcba2, and on the motor. No damage noted on the force sensor. However, pump error 41 on (B)(6) 2023 02:06:00.000, and pump error 43 on (B)(6) 2023 02:06:00.000 and on (B)(6) 2023 02:16:00.000 were confirmed in the pump history file were due to moisture damage on the electronic assembly. Please see below for the pump errors/alarms noted 1 week prior to the event date 15-may-2023 in the pump history file. On (B)(6) 2023 13:30:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 13:47:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 02:06:00.000 alarm alert notification (40). Fault number: motor drive error (43). On (B)(6) 2023 02:06:00.000 alarm alert notification (40). Fault number: motor voltage error (41). On (B)(6) 2023 02:16:00.000 alarm alert notification (40). Fault number: motor drive error (43). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. Lost sensor alert not confirmed. Pump error 43 confirmed in the pump history file. Pump error 41 confirmed in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Pump error 43 confirmed in the pump history file. Pump error 41 confirmed in the pump history file. Cosmetic damage (pump rattle) was not confirmed, however, other cosmetic damage was noted. Bolus anomaly/clicking noise anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.